Event description:
It was reported that this right atrial (ra) lead was dislodged after implant which was confirmed via x-ray and interrogation. Also, patient experienced pain and discomfort. This lead was explanted and no new lead was implanted. No additional adverse patient effects were reported.